Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . No problems or issues were identified during this device history record review. One used catheter assembly, without needle guard assembly, sheath component and blister packaging, was returned for analysis. Examination of the catheter assembly and severed catheter tube displayed evidence of catheter severance above the catheter hub nose with no actuator-to-tube tears or catheter bevel tip irregularities noted. Magnified examination of the catheter tube at the point of severance is straight and smooth. The distal end of the tube / point of detachment is straight and smooth. Examination of the sample against the technical report for investigation into causes of catheter tube separation failure modes suggest the catheter tube was inadvertently cut during device removal with a sharp object (scissors). The root cause was due to user error/technique. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored.

Event description:
It was reported that upon initiation into vein blood was leaking out of site, IV removed and flushed and noted leaking from the middle of cannula. No patient injury was reported.